Event description:
The following has been reported: biomed reported: screen says the pump needs service, cassette lever is stuck in the open position, and the valve wheel is pointed in the incorrect direction. Av pins were cleaned and the pump failed a test infusion. No patient harm and did not stop active infusion. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for vr assembly failure. During investigation, the vr coupler was observed to not be sitting in the 'home' position. Device was not able to be powered on due to a loose foreign object heard within the device. The device was opened to inspect for internal damage and remove any loose objects. The loose objects were identified as a piece of broken device handle and a loose screw. Damage was identified on one of the screw mounts of the device handle. Damage was also identified on one of the screw mounts of the rear housing. Device was powered on and a red pump service alarm occurred. The device was opened again to inspect the vr assembly. The cable for the resistor drive motor was found loosely seated in its' connector on the main board. This connection was reseated and the vr assembly was recalibrated. An infusion was run after calibration and no problems or errors occurred.